Event description:
Rptr had these implants implanted to replace gel implants. Implants became hard and did not feel or appear normal. Implants moved under arm and up to collar bone. Rptr experienced bronchitis, pneumonia, copd, asthma, fatigue, shortness of breath, upper respiratory infections and nervousness. (Same rptr referred to in 1000202.)